Event description:
It was reported that the surgeon inserted a competitor's lens using the msi-pf injector, and a haptic was torn by the injection system during insertion. The incision was enlarged to remove the lens and another iol was successfully implanted. No sutures were required. The pt current prognosis is good.

Manufacturer narrative:
Evaluation results - a lot order search was performed on both the injector and cartridge, and there were fourteen similar complaints found for the cartridge and no similar complaints found for the injector.